Event description:
It was reported that the guide catheter was stuck. A 6f runway was selected for use. At the end of the procedure, an attempt was made to withdraw the guiding catheter from the patient and from the non-boston scientific introducer. However, it was noted that the guiding catheter was stuck and did not slide out of the patient. The device was removed by pulling both the introducer and guiding catheter. The procedure was completed with the same device. There were no patient complications.